Event description:
It was reported that during an unk procedure, the active blade on the device broke without contact with metal. Several times before the blade was broken, the generator made a short sound before cutting. No pt consequences were reported.

Manufacturer narrative:
Date sent: 05/31/2007. Information anticipated, but unavailable at this time.